Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.

Event description:
Customer reported he experienced high blood glucose of 476 mg/dl. Customer also stated his blood glucose was over 300 mg/dl the day prior to the call due to something he ate. Customer treated with manual injection. Customer complained about receiving lost sensor and sensor error alarms. Nothing further reported.